Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further clarification, the patient allegation does not meet the criteria of a reportable event.

Event description:
The complaint states that signal loss occurred. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).